Manufacturer narrative:
Customer was sent new breastshields to help resolve the issue. Attempts to follow up with the customer to get additional complaint information, including medical treatment received, are ongoing. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with a few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4 th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that she was getting very low milk expression with her pump in style pump, this in turn has caused her not to be able to empty her breasts and she had developed mastitis.